Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 600 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.